Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of noise while in the secondary vector. Reprogramming to the primary vector was recommended as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.